Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. An additional reportable malfunction was identified during the device evaluation: the outer tube was found to have a dent, and the r-unit (charged coupled device unit) section was broken. Based on the completed investigation, the root cause of the reported malfunction could not be conclusively determined. However, the most likely cause was a broken meniscus of the r-unit. Both reportable malfunctions are attributed to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported no image and cloudy lens during an unspecified procedure involving an olympus rigid video laparoscope. There was no patient harm.